Event description:
According to the reporter: the activated jaw of the device broke and was recovered. No further issue was reported. Another shears was used for the reminder of case.

Manufacturer narrative:
.